Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and capture is intermittent with the programmed rv output. Boston scientific technical services (ts) reviewed measurement and rv impedance has been slowing trending down and may indicate an rv lead issue developing. This lead remains in service. No adverse patient effects were reported.